Manufacturer narrative:
Evaluation codes: results/conclusions: stent deformation, device was inspected and prepped prior to use with no issues noted, therefore damage most likely occurred during the procedure; stent deformation. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent during the procedure. The device had been inspected prior to use and negative prep was performed with no abnormalities noted. The lesion was pre-dilated but the resolute integrity device failed to cross the target lesion. No patient injury occurred and no clinical sequelae were reported. The procedure was completed using a sprinter balloon, 2 other resolute integrity stents and an nc euphora balloon successfully. The first resolute integrity device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was frayed. The 13th, 14th and 23rd distal segments were misaligned with some raised struts